Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-01506. Related manufacturer reference number: 2017865-2020-01536. Related manufacturer reference number: 2017865-2020-01539. It was reported that the patient has deceased. There is no known allegation from a healthcare professional that suggests that the death was device related. The cause of death was unknown. Additionally, the device was interrogated at the funeral home, and it was noted that the implantable cardioverter defibrillator had inappropriately labeled a non-sustained ventricular tachycardia - vt episode, and had an episode of non-sustained right ventricular oversensing. A monitored vt episode was detected and eventually slowed to below the tachy detect rate. No additional information was reported.

Manufacturer narrative:
Correction: - related MFR # 2017865-2020-01536 is incorrect and should be 2017865-2020-02329.

Event description:
Related manufacturer reference number: 2017865-2020-01506. Related manufacturer reference number: 2017865-2020-02329. Related manufacturer reference number: 2017865-2020-01539. It was reported that the patient has deceased. There is no known allegation from a health care professional that suggests that the death was device related. The cause of death was unknown. Additionally, the device was interrogated at the funeral home, and it was noted that the implantable cardioverter defibrillator had inappropriately labeled a non-sustained ventricular tachycardia - vt episode, and had an episode of non-sustained right ventricular oversensing. A monitored vt episode was detected and eventually slowed to below the tachy detect rate. No additional information was reported.